Manufacturer narrative:
Initial.

Event description:
It was reported that a user received a ¿dosing stops soon¿ message on the ilet while attempting to start a new dexcom g7 continuous glucose monitor (cgm) sensor, and the pump displayed that a sensor was pairing; the user later clarified the pump was attempting to pair to an old sensor and, after updating the pairing code to the new sensor¿s code, the new sensor proceeded to pair. No adverse clinical symptoms reported. Outcomes included restoration of expected pairing and continuation toward normal dosing once the warm-up completes. User support included troubleshooting and user education on correcting the cgm pairing code. Investigation of this case revealed an incorrect cgm pairing code entry that led to attempted pairing with the wrong sensor, which was resolved by editing to the correct code. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.